Event description:
During troubleshooting a check heater line alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) reported that the heater line sterility was compromised, and connected the blue clamp line in place of the heater line. T the technical service representative (tsr) explained that each line performs a function, and that the heater line is designated for warming and transferring solution to the patient. Blue line sends solution to the heater bag. The tsr further explained that once the set up is compromised, it's best to start over with new supplies. The cg would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow-up with the home patient (hp) to obtain additional information, it was found that she had connected the wrong bag to the heater line and then the alarm went off. The hp stated that she called baxter who explained the proper procedures to her. The hp stated that she started over with new supplies and everything was fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm during fill was not confirmed because a sample was not available for evaluation. A batch review was not performed because the lot number was not provided. The cause of the alarm, based on the information in the complaint, is the use error of attaching the last fill line in place of the heater line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.